Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that nasoenteric tube clogged following medication administration. There was no patient harm reported.

Manufacturer narrative:
A device history record review could not be performed because the serial number was not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. One physical sample was received at our decontamination lab. However, the used sample could not be forwarded to the manufacturing site for physical evaluation due to current customs policies. As a result, photos were instead taken of the sample by the decontamination lab and provided to the manufacturing site to aid the investigation. Upon a visual evaluation of the photos, the reported issue can be confirmed. The manufacturing process was reviewed and found that all tubes have been 100% tested and inspected. All tubes have passed the leak test before package and shipment. The leak test can cover the occluded issue, any tube block issue could be detected and hold in manufacturing line. At this time, the root cause of the reported issue could not be determined. However, if additional information becomes available or the sample is received by the manufacturing site, the investigation will be updated accordingly. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes.